Event description:
It was reported that the procedure was to treat the occluded, heavily calcified, heavily tortuous, 90% stenosed femoral artery. The command 18 guide wire was advanced to the lesion and then a non-abbott balloon was advanced over the wire. The balloon was inflated but then it could not be withdrawn alone so it was removed with the command 18 guide wire. After removal it was noted the the polymer coating of the guide wire had fallen off of the device. A non-abbott guide wire was used to complete the procedure. No polymer was left in the patient and no polymer was retrieved from the patient. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - excessive force manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported difficult to remove could not be tested due to the device condition. The reported polymer separation was confirmed as a polymer break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that force was used when the guide wire met resistance during removal. It should be noted that the electronic instructions for use, high torque command 18, guide wire, states: ¿do not push, auger, withdraw, or torque a guide wire that meets excessive resistance.¿ in this case, the devices were removed as a single unit and the force used during removal appears to be a reasonable clinical response to the circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficulty removing the balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the catheter or guide wire. Based on analysis of the returned device and the information provided, it is unknown what may have contributed to the reported difficulty during removal. Additionally, it was noted that force was applied to the wire when resistance was met. It is possible that manipulation of the wire, against resistance, contributed to the reported polymer damage. There is no indication of a product quality issue with respect to manufacture, design, or labeling.